Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device detected an episode of atrial tachycardia/atrial fibrillation that appeared to be external electromagnetic interference noise artifact oversensing on a stored electrgram. The device remains in use. No patient complications have been reported as a result of this event.